Manufacturer narrative:
Correction b5: additional information received reports that the ipg is operable and still implanted in the patient. Therefore, this event is no longer reportable. .

Event description:
Additional information received reports that the ipg is operable and still implanted in the patient. Therefore, this event is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure. The patient did set their ipg to surgery mode. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.